Event description:
It was reported that customer experienced concern about fill estimate discrepancy when pump alerted that less insulin was available than actually remained. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and technical support planned to use reporting date as event date and to document pump serial number from patient file, with no additional actions reported.